Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they couldn't increase stimulation with their patient programmer (pp). They added that they were at the healthcare provider's (hcp) office on date of initial report and the nurse made some changes to the settings. During the call, the patient synched to their ins which showed stimulation was off. They further added that they didn't know therapy was off or for how long, but the call center assisted the patient and turned stimulation on; they felt stimulation. Patient further added they wanted to increase stimulation because they don't always feel it. They also said that therapy has only helped them 30%; they still have an urgency peeing problem. Patient also said they tried to increase stimulation, but they were getting the upper limit message; meaning was reviewed. As a result of what was reported, the patient was redirected to their hcp. They were also instructed to monitor their symptoms. No further patient complications have been reported as a result of this event.